Event description:
Pt was in lithotomy position with bovie pencil holder hooked to drape w/towel clip. Grounding pad connected to bovie and pt's rt thigh. Pencil came on immediately when plugged in. Unable to shut off at pencil. Bovie machine was turned off. Bovie pencil and machine was checked by in-house bio-med tech. No problems were found with bovie machine. Bovie pencil had a puncture in the supply cable about (2) feet from the pencil.